Event description:
It was reported that an asahi meister guide wire was used to reposition an unspecified coil deployed to the celiac artery during a transcatheter arterial embolization (tae), during which the physician felt anomaly. When removed ex situ, the polymer jacket covering the guide wire was found torn. The guide wire was replaced with a different one to successfully complete the intended procedure. It was informed that there were no adverse patient hazards and the patient was doing fine after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). While the reported meister guide wire is currently marketed in the us under the model number wams-180-16wa and the brand name meister 16, the subject device is marketed in some areas outside the us under the model number ams-180-16war and the brand name meister. The reported meister guide wire was returned for investigation. The returned meister guide wire was helically deformed for approximately 170mm from the wire tip, likely caused by torsion. The polymer jacket was found torn at approximately 65mm from the wire tip and distally gathered. Microscopic observation found that the outer coil of the guide wire was intermittently disarranged where the polymer jacket was torn, likely caused by accumulated torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with guide wire manipulation might have been locally applied to the subject meister guide wire while the distal segment of the guide wire was caught due to anatomical conditions. Consequently, the outer coil was disarranged, deforming the guide wire segment and tearing as well as distally gathering the polymer jacket. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that the polymer jacket of the returned guide wire was too severely damaged to rule out the possibility that the polymer fragment was left in situ. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] if this guide wire meets resistance or any anomaly during use, do not continue the manipulation. While paying much attention to possible complications, carefully withdraw the whole system. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. [Malfunction and adverse effects] damage.